Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9347675. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle leaked while infusing blood tonic medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient on (B)(6) 2021 came to hospital for gynecological treatment because of abnormal uterine bleeding, and the doctor prescribed intravenous therapy with blood tonic drugs. In the treatment of (B)(6) 2021, the indwelling needle extravasated during the normal indwelling period, and the indwelling needle was replaced for treatment after being checked by the nurse, and the leaking indwelling needle was treated as medical waste."